Manufacturer narrative:
Additional information: h3, h6. Correction b5: it was reported that the twist clamp of three (3) transfer sets were difficult to open and close; the customer could not close the clamps. H10: one (1) device was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak, clear passage, clamp function, and torque engagement testing were performed with no issues noted. The reported condition was not verified on the returned sample. The remaining two (2) devices were not received; therefore a device analysis could not be performed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a peritoneal dialysis (pd) transfer set was difficult to open and close. The customer at the health facility tested the twist clamp of the transfer set before connection to the patient. The device was described to be excessively stiff, that made it very difficult to open and even more difficult to close. There was no patient involvement. No additional information is available.